Event description:
The dr claims that during standard abdominal aortic aneurysm repair to the femoral arteries, several complications occurred: an inguinal hernia was repaired during surgery and was not graft-related; the left ureter was torn and then repaired and was not graft-related; and there was a post-operative right-groin anastomotic disruption while awaiting transfer from the or to ICU. The anastomosis had to be revised. The estimated blood lost during the entire surgical procedure was 10,000 ml, but the actual amount lost through the graft is unk. The pt rec'd 2,225cc of autologous blood, 12 units of banked blood and 16 units post-operatively. The pt also rec'd 4 units of fresh frozen plasma, 8 units of platelets and hespan. One day post-op, the pt developed bowel ischemia and went back to surgery for a subtotal colectomy due to necrosis, which was also not graft-related.